Event description:
It was reported that the patients implantable pulse generator (ipg) was close to breaking through the skin due to weight loss unrelated to the device. All device components were explanted and not returned. The patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).